Manufacturer narrative:
It was reported that there was an inverted component. One photo was taken by the customer which verifies the customer complaint and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause is the assembler not using the fixture. Opportunities were detected in the assembly instructions. A quality alert was generated on april 11, 2024 to communicate, reinforce the use of the fixture and avoid the misassembly. As a corrective action, the standard work instruction was updated and approved on 19th, april 2024.

Event description:
No additional info.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim: we are encountering an issue with the IV extension tubing configuration. The ports on the tubing are upside down (see photo below). Not sure if this is a batch issue or a product change but it is impacting our anesthesia providers. Can anyone provide some insight into what may be happening? Item# (B)(4). Lot # (10)23119081. Product#: 30202e.